Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl with an unknown cause. Bg was treated with orange juice and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.